Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned. As lot information was unavailable, the product label included in the production record, which is linked to the lot information, could not be confirmed. Therefore, the unique device identifier (UDI) as well as expiration date could not be obtained. Lot history review of the reported minamo could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information and referring to known similar events, it was presumed that torsion and tensile stress exceeding the product design limit might have been applied on the tip of the subject minamo guide wire due to anatomical and lesion conditions while the wire tip was trapped by the lesion. Consequently, the guide wire was fractured. Although it was concluded that this event was not attributed to product quality, a possibility could not be ruled out that some wire fragments might be left in the patient anatomy if it were to recur. No CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that the tip of an asahi minamo guide wire broke off during the procedure. The tip fragment and the wire were removed from the patient anatomy.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. The reported minamo guide wire was returned with a wire tip fragment. Observation of the proximal fracture end found that the outer coil was elongated for approximately 135mm from the proximal mid solder (set at 70mm from the tip for the purpose of fixing the outer coil onto the core wire) and then fractured. Microscopic observation of the fracture end of the outer coil found that the outer coil had a flat fracture surface, indicating that the coil fracture was attributed to torsion generated most likely when the coil was pulled and straightened. The inner coil was elongated for approximately 110mm from the proximal mid solder and then fractured. The core wire was fractured at approximately 69mm distal to the proximal mid solder. Microscopic observation of the distal segment of the wire fragment found that the distal ball tip was attached and both the inner coil and the core wire were fractured at approximately 1mm from the tip. A deformed stent was observed on the elongated and fractured outer coil. The fracture surface of the outer coil was also flat as seen on the proximal side. Observation by scanning electron microscope (sem) found that the fracture end of each fine wire of the inner coil was necked due to tensile stress. Observation by sem of the fracture end of the core wire was necked and had multiple dimples on the fracture surface. Investigation of the returned guide wire suggested that the core wire and the inner coil were fractured at approximately 1mm from the tip. The outer coil was fractured at approximately 56mm from the tip. Measurement of the core wire and observation of the fracture end confirmed that the entire guide wire was returned. As lot information was unavailable, the product label included in the production record, which is linked to the lot information, could not be confirmed. Therefore, the unique device identifier (UDI) as well as expiration date could not be obtained. Lot history review of the reported minamo could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and the investigation outcome, it was presumed that tensile stress exceeding the product design limit might have been applied on the tip of the subject minamo guide wire due to anatomical and lesion conditions while the wire tip was trapped by the lesion and/or stent. Consequently, the core wire and inner coil were fractured. As tensile stress was further applied during removal, the outer coil was elongated and then fractured. Although it was concluded that this event was not attributed to product quality, a possibility could not be ruled out that some wire fragments might be left in the patient anatomy if it were to recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] ~separation of the guide wire.